Manufacturer narrative:
An investigation has been performed. An extended manufacturing investigation has been performed for the reported complaint. Lot: 1001012088 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformance's in the same time period that relate to the manufacture of lot: 1001012088. All measurements reviewed are within specifications. For the sensor kit, no abnormal conditions were observed for the reviewed units nor manufacturing issues were observed from the reviewed documentation. It was confirmed the units were manufactured following the validated parameters and the quality inspections and testing were successful. The information was gathered and reviewed by a representative of each area. The freestyle libre 3 sensor had a gradual decrease in glucose reading beginning on (B)(6) 2025 and continuing until the end of the record on (B)(6) 2025. The available information is insufficient to determine whether the device caused or contributed to the reported event. Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under fa1002-2025. This issue was addressed in the field by adc fa1002-2025. H7: other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a report from partner company ypsomed regarding a low readings issue involving an adc device used with the ypsopump insulin pump. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. The caregiver reported that the customer passed away on (B)(6) 2025. At this time, there is no cause of death, autopsy report, or death certificate that has been provided. Adc customer service was unable to follow up with the reporter due to the lack of contact information. Given the limited information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries.